Event description:
It was reported that the patient with this implantable cardiac resynchronization therapy defibrillator (crt-d) had a bruise over the pacemaker area with difficulty in breathing, erratic heart rate and some pulling sensations on the chest as patient accidentally fell. The patient was referred to the device physician for further evaluation. At this time, the crt-d remains in service. No adverse patient effects were reported.